Manufacturer narrative:
It was reported that it was no communication between the controller and monitor. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the device passed visual inspection but failed functional testing; the controller was unable to communicate with a monitor. Additionally, it was observed that the controller was unable to detect the alarm adapter when connected to the serial port. Internal visual inspection revealed that the controller's serial port molex connector was marginally connected to the printed circuit board (pcb). Reconnecting the connection between the serial port molex connector and pcb returned the controller to proper operation. The most likely root cause of the reported event can be attributed to a marginal connection between the serial port molex connector and the printed circuit board. This likely occurred during the assembly of the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Visual inspection under 10x magnification revealed hairline cracks surrounding power ports one (1) and two (2). An internal visual inspection did not reveal fluid ingress. The hairline cracks are not related to the reported event. Based on an internal investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
It was reported from the site that the controller would could not be programmed for a patient. It was stated that there was no communication to the controller possible even after trying with different monitors. No log files could be download. Another controller was tried and they worked. It was stated that there was no effect on patient. It was also stated that the controller was exchanged. No additional information available.